Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The claimed pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could not be reproduced. The device worked according the specifications. A serial readout analysis from the claimed pump confirmed the occurrence of the claimed error message. From the pump readout, another error message was identified as being shown before the claimed one. Based on the events logged in the pump readout, livanova (B)(4) determined that the claimed error message was properly shown and triggered by the actions performed by the user in reaction of the first error message. Based on the above, livanova (B)(4) determined that no device malfunction caused the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message and stopped during the procedure. There was no report of patient injury.